Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement fusion monitor shipped to site (B)(4) 2015. Medtronic investigation of returned suspect fusion monitor confirms the intermittent vertical stripes. The monitor has a bent mounting post. There are scratches in the image area. Electrical failure - distorted or poor image quality. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system monitor has an intermittent issue where vertical bars appear on the screen. In trouble-shooting, re-setting the factory default settings did not resolve the issue. Replacement monitor was requested. There was no patient present when this issue was identified.